Manufacturer narrative:
The review of the pcr curves showed an abnormality possibly due to a tube leak. This caused a disturbance in background and baseline signal during the run and affected the result calling for the 2 samples. During the data review, a third sample in run #1353 was found to be a potential false positive for flu b caused by curve anomalies. Roche received complaints alleging invalid and/or false positive results with the cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat® system for one or more targets (sars-cov-2, influenza a, influenza b). When reviewing the customer-provided data associated with the reported invalid and false positive results, abnormal pcr curves were observed. Per the on-going investigation, several potential causes for the abnormal pcr growth curves leading to invalids and false positives have been identified. These include tube leaks, abnormal pcr steps, and loose thermal sensor wiring. Overall across the installed base, these issues from product use may occur sporadically. For invalid or false positive influenza results, adverse health consequences are not likely. For invalid sars-cov-2, adverse health consequences are not likely since detectability is high and testing can be performed on alternative platforms. For erroneous positive sars-cov-2 results, there is the possibility of adverse health consequences in high risk individuals. As stated in the instructions for use, clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. A cobas liat software update and a new cobas® sars-cov-2 & influenza a/b script to better identify errors and detect abnormal pcr curves will be made available in due course. Consignees have been notified. The customer issue has been alleged on the cobas liat system, product code: occ, catalog number 07341920190 and UDI (B)(4). The test used on the cobas liat system is the cobas sars-cov-2 & influenza a/b test for use on the cobas liat system (eua (B)(4), product code: qjr). The product catalog number for the test is 09211101190 and the UDI is (B)(4). Facility name is truncated due to character limits. Facility full name: (B)(6). (B)(4).

Event description:
A customer from (B)(6) alleged discrepant results were generated when using the cobas® liat® sars-cov-2 & influenza a/b test for use on the cobas® liat® system. The results were reported out and no harm was alleged. During review of the data, an additional potential false positive was identified. Three (3) mdrs will be filed per FDA guidance. Patient 1 initially generated a positive sars-cov-2 and flu b result. Patient 2 initially generated a positive flu a and flu b result. Both patient results were released and both samples were repeated the same day. No further information regarding retest results was provided. During the system assessment, a potential false positive flu b result was identified for another patient. An investigation was conducted to evaluate the customer issue.